Event description:
It was reported that this pump was refilled the week before the date of this report. At that time the pump was 'fine' and no alarm was present. However since then the pump had alarmed and telemetry confirmed a motor stall with no stall recovery. A review of the pump logs indicated a number of stalls dating back to (B)(6) 2013. No patient symptoms were reported. This device system delivered lioresal. Reportedly, the patient was to have a pump replacement on (B)(6) 2013. However, information later received indicated that a revision occurred on (B)(6) 2013. There was no patient injury and the device system reportedly delivered compounded baclofen. Further reported, the pump appeared to have worked for the patient initially. However, the patient reported that the pump 'does not help me anything.' Approximately, two years after the pump was implanted the trigeminal nerve pain in the patient's mouth returned. A gamma laser was used to treat this pain at some point; however, the patient had also been mediated for this. Prior to the pump replacement the pain was 'very serious' again. However, once the pump was replaced the pain went away and the patient was concerned that the pump had malfunctioned. Further information was received which indicated the pump was replaced on (B)(6) 2013 due to recurrent stalls. The patient had recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n171026034, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found there were multiple motor stalls and recoveries observed in the logs. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. They also found some residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. Pump motor gear train corrosion and-or wear and-or lubrication, and stall due to shaft-bearing were also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.